Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had an issue with the sensor coming out earlier due to the customer swimming. Customer also had a bent cannula. Customer's blood glucose was 317 mg/dl at the time of the incident. Customer changed the set right before bed and had one high blood glucose reading in the middle of the night last night. Customer corrected with 10 units using an insulin pen and woke up with a high blood glucose level. Customer went to go eat breakfast and got a no delivery alarm. Caller mentioned that the bent cannula happened today and the lost sensor from swimming was from last night. Customer's blood glucose was 280 mg/dl at the time the tape was not sticking. Customer's blood glucose was 160 mg/dl at the time of the nod delivery alarm. Customer's blood glucose was 47 mg/dl when he was swimming and the sensor came out. Customer was advised to change the infusion set. Customer will be sent replacement infusion sets.